Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 477 mg/dl at the time of the incident. Patient's current bg: 477 mg/dl. The customer put on a new sensor today. She went skiing and after several hours, she came in and checked her blood glucose. The sensor was reading 207 mg/dl and the blood glucose were actually 477 mg/dl. Customer treated the blood glucose with a bolus from the pump. Customer stated she had eaten lunch and definitely bolused for the meal. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. The pump will not be returned for analysis.